Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the patient died. The target lesion was in a coronary artery. A 16 x 3.00mm promus premier drug-eluting stent and a 16 x 2.50 promus premier drug-eluting stent were implanted for treatment. However, during procedure closure, the patient died. It was further reported that the patient presented for the procedure with three days chest pain. Contrast examination revealed three lesions. The patient had very poor cardiac function and severe symptoms such chest pain. The percutaneous coronary intervention was performed in time, but the patient status was exacerbated and ventricular fibrillation occurred during the procedure. Emergency treatment was performed but the patient died. The physician considered the cause of death to be the patient's medical history and poor cardiac function, and unrelated to the devices.

Manufacturer narrative:
Initial reporter title: director. Device is a combination product.

Event description:
It was reported that the patient died. The target lesion was in a coronary artery. A 16 x 3.00mm promus premier drug-eluting stent and a 16 x 2.50 promus premier drug-eluting stent were implanted for treatment. However, during procedure closure, the patient died.